Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (380 mg/dl). The customer stated a bolus will be administered to correct bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received. The customer also stated manual injection supplies were available.